Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the audio bolus button had fallen off and was missing. It could not be determined if tactile changes occurred prior to the damage to the audio bolus button. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with a dry rag. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up #1 (B)(6) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the pump was returned with the bolus button cover and button plug detached from the pump exposing the internal contact. The damaged button is generally obvious and detectable to the user and should alert the user to discontinue use of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.